Event description:
The hcp reported the pt's mother suspected the pt had not been receiving intrathecal baclofen as programmed. The mother noted the pt was experiencing continued increased spasticity, irritability, and discomfort since pump replacement. When the pt presented for their refill, 35 cc of drug were withdrawn from the pump when 4.6 cc were expected. Thirteen cc of withdrawn medication were re-injected in the pump reservoir and the pump was reprogrammed to deliver medication at a minimum rate. Upon interrogation of the pump a motor stall and tube set message had occurred. The hcp indicates they believe it is a catheter issue. The patient has been referred for discussion of possible catheter revision. The patient's symptoms are being treated with oral baclofen and valium.